Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported a failure occurred on the day the implant (ada site 7 in mouth) and bridge were placed. Clinician reports pain and insufficient bone quality and quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported a failure occurred on the day the implant ((B)(6) site 7 in mouth) and bridge were placed. Clinician reports pain and insufficient bone quality and quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4)